Manufacturer narrative:
Medical device lot #: 2269375 was reported, however, this is not a lot# manufactured for this product. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that during use with bd vacutainer® eclipse¿ blood collection needle with pre-attached holder the safety shield breaks off. There was no report of patient or user impact. The following information was provided by the initial reporter, translated from swedish to english: they are black cannulas that we ordered, the lid on them when you would close is a mess, and there is a risk that you will stick yourself. The protection on the cannula breaks and the risk of stabbing injuries is high.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes d9: returned to manufacturer on: 2023-03-21 h.6. Investigation summary: bd received 3 samples and 6 photos for investigation. The photos were reviewed and the customer¿s indicated failure mode for defective locking mechanism was observed. Additionally, the customer samples were evaluated by functional testing, each having their eclipse shields activated, and the indicated failure mode for defective locking mechanism with the incident lot was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode defective locking mechanism. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h.10

Event description:
It was reported that during use with bd vacutainer® eclipse¿ blood collection needle with pre-attached holder the safety shield breaks off. There was no report of patient or user impact. The following information was provided by the initial reporter, translated from swedish to english: they are black cannulas that we ordered, the lid on them when you would close is a mess, and there is a risk that you will stick yourself. The protection on the cannula breaks and the risk of stabbing injuries is high.